Event description:
Analysis for the generator was completed. The generator performed according to functional specifications during testing.

Event description:
It was reported that a vns patient was scheduled for a lead revision for an unknown reason. Follow-up with the physician provided the replacement was due to lead fracture. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up to the physician provided that the fracture was found by the surgeon during the replacement surgery on (B)(6) 2015, but the patient didn¿t want to have it replaced at that time when the generator was replaced. Surgery occurred on (B)(6) 2017. The explanted device has not been received by the manufacturer to-date.